Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted and it was decided to implant the second triclip. During deployment process of the second clip, clip did not pass establish final arm angle (efaa) for three times. Device was removed the new triclip was implanted on the anterior and posterior leaflet 2 (a2p2). All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.